Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 00:43:49. During night drain cycle three, the patient's ultrafiltration reading was 1206ml, indicating the home patient (hp) drained 1206ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed that the user had an ultrafiltration (uf) volume of 1206 ml during drain cycle 3 during the therapy initiated on (B)(6) 2012 at 00:43:49, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed that the cycle 3 drain was completed on (B)(6) 2012 at 07:27 and that the user's actual drain volume during cycle 3 was 1898 ml. Also, review of the event log revealed that the user powered off in cycle 4 and drained 2704 ml during cycle 4. The ultra filtration (uf) from cycle 3 and cycle 4 were combined to give 1206 ml for cycle 3, due to the user powering off the device. The actual drain volume of 2704 ml is 135% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.